Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up identified that the patient's ipg was explanted and replaced, restoring therapy post-operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated surgery in which the system was not placed into surgery mode as recommended, the ipg became inoperable. In turn, the patient may undergo surgical intervention to address the issue.